Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure when the catheter pulled and checked. It was noticed that the wrap joint part was detached. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure when the catheter pulled and checked. It was noticed that the wrap joint part was detached. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
E1: initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lap joint section. Microscope inspection also revealed the imaging window was detached near the lap joint section and the guidewire exit port and tip were in good condition. Partial or complete detachments are prone to occur in the lap joint section due to the difference in rigidity between the imaging window and the sheath sections. Due to this, the bending forces in this section (lap join) are not evenly distributed and are mainly focused over the least rigid material (imaging window). Since it was confirmed that the manufacturing process was successful, it is possible that the forces applied over the lap joint due to the pull test during preparation, could contribute to the reported detachment. Since the pull test is not listed in the instructions for use, the device preparation of this case could be considered as incorrect.